Manufacturer narrative:
Submit date: 08/01/2011. An investigation is currently underway; upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a hemodialysis catheter. The customer reported the catheter sucked air, which was recognized immediately and catheter was clamped. The reason was hairline crack before the catheter exit site. Implantation date: (B)(6) 2010, explanted date: (B)(6) 2010. No sample available.